Event description:
The pt experienced fluid overlying the pump and a lack of therapeutic effect. An x-ray (date not reported) showed no disconnect. The pt underwent catheter revision surgery that revealed obvious leaking just distal to the straight pin connector. The catheter was trimmed and a new 40 degree connector was placed, with no leaking noticed afterwards. The device system was used to deliver baclofen. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
.